Event description:
It was reported that during a da vinci liver cystectomy procedure, the surgeon was not feeling the endowrist one vessel sealer instrument to be adequate. It was not generating enough heat. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following additional information. The system generated audible tones. No error messages occurred. The surgeon was aware of insufficient sealing due to lack of tissue affect.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.